Event description:
It was reported that the patient had the artificial urinary balloon component replaced and moved to a different location due to a hole in the balloon. There were no patient complications.